Event description:
It was reported that double j stent broke the tube while removing the black wire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that double j stent broke the tube while removing the black wire.